Event description:
It was reported that during an in-service, when the long attachment was inserted into the handpiece, the customer felt a lot of resistance at the end of the long attachment. The assembly was completed applying much more force than usual. The drill guide support appeared to be bent which led to this difficulty in inserting the long attachment. The device was not being used with a patient during the event. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. It was reported that while performing an in-service, the user attempted to assemble the drill and handpiece. When inserting the long attachment into the handpiece, there was a lot of resistance at the end of the long attachment. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: the functional inspection confirmed the problem. The long attachment was difficult to pass thru the distal tip of the handpiece. Visual inspection revealed a slight bend in the distal tip of the handpiece. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.